Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 110 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. It also reported that insulin delivery was suspended due to sensor glucose values. It also reported that the sensor glucose value that triggered the suspend event was 58 mg/dl and threshold suspend limit in sensor setting was 88 mg/dl. The sensor will be returned for analysis.